Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. Patient described the skin as red, raised and itchy. A field service representative provided additional garments and stated the rash was oozing. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed antihistamines and advised to remove the lifevest until the irritation healed. Follow up indicated that the medication is helping with the skin irritation.